Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. The customer reloaded an old cartridge to resolve the issue at the time of the event. Customer¿s blood glucose level was 150 mg/dl.